Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged when the patient was in the post-operative area. Safety pacing was observed on telemetry. It was noted that the patient was in atrial fibrillation (af) at implant and post-operatively. Chest x-ray revealed the atrial lead had fallen into the ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.